Manufacturer narrative:
Unit had unresponsive buttons due to flattened and creased act and down buttons dome switch. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer indicated that the act button and down buttons need to be pressed multiple times before they engage. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.